Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 20615 was returned and analyzed. External visual inspection showed the balloon was bent. Review of the smart chip data indicated the catheter was used for 20 applications on the reported event date. The catheter was recognized and passed electrical integrity and performance testing. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. The pressure and flow were in range and the temperature curve had no oscillation or overshoot. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.2 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the reported rapid temperature decrease was not reproduced during testing; however, the balloon catheter did not pass the returned product inspection due to a guide wire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 2035u (lot: g24a04384); product type: 0627-cables and accessories product ID 203cx (lot: 229546688); product type: 0627-cables and accessories medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the inner shaft of the balloon catheter kinked during the roof's second cooling. The temperature dropped too quickly and after about 90 seconds the displayed temperature reached -69°c. The balloon catheter was replaced to resolve the issue. A system notice was received during inflation prior to the balloon catheter removal indicating that the balloon was deflated so the electrical umbilical cable and coaxial umbilical cable were replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.